Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a meter blood glucose now alarm. Customer's blood glucose was 445 mg/dl. Customer stated that she bolused and updated the status of the sensor. Customer stated that she had an unexplained re-initialization and it was explained that it can occur as a result of the sensor dislodging, insertion issues, sensor wetting issues, transmitter not being connected properly, or a damaged transmitter. Customer will monitor the sensor.